Event description:
Additional information was received from the patient reiterating their previous report. Again it was reviewed that the patient should talk to their physician for stimulation therapy recommendations, and the patient indicated that they did talk to their physician and that they did not seem concerned about it. However, the patient stated that "it is still happening". The patient was recommended to consult with their primary care physician for recommendations. It was reviewed that the patient could discuss turning the therapy off to see if their symptoms change. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that on sunday ((B)(6) 2017) they were leaving for a trip to (B)(6) and they started to feel burning in their ankles, leg, stomach and arm. The patient stated that they went to the emergency room and had a spinal tap, CT scan and x-ray. The patient stated that they were not sure what the problem was but was told that it may be something with the nerves. The patient also reported that that same day they were not feeling any stimulation. They stated that they were able to recharge their implant and increase their stimulation but did not feel anything when they increased it. It was reported that there were no trauma/falls related to the issue. The patient stated that they were now just waiting to hear back from their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient felt the burning sensation at the ankles, legs, stomach and arm was directly related to their device. The patient was still getting burning. This occurred when the patient was just starting to be more active after surgery and they were on their feet more, walking, etc. The stimulation was working fine and the patient just didn't know how to operate it. They were very concerned about the burning feeling they were experiencing. The patient was diagnosed with a radiculopathy. They could feel stimulation and it did help their back pain but the burning sensation felt like a bad sunburn. Their weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that caller stated they would like someone to check the ins and see if it's on and working. Caller stated that since right after implant, patient has had on-going issues with bilateral burning in legs (worse in the left leg), balance issues and neuropathy issues. Caller stated patient has also had other back surgeries. Caller stated that they are going to be sending patient to neurology but want to see how/if the device is related to these symptoms. The caller was not with the patient. The caller was redirected to nas. Additional information was received from the healthcare provider (hcp). The hcp reported they did not know/it was unclear if the device was causal/contributory to the previously reported patient symptoms (burning in legs/balance issues/neuropathy). Hcp stated the device was not causal/contributory to the patient's previously reported back surgeries. Hcp reports the cause is unknown/multifactorial, and the actions taken to resolve the issues are to continue multimodality pain treatments. The hcp reports the issue is not resolved; MRI lumbar spine, electromyography (emg), and nerve conduction studies (ncs) are pending. Hcp noted removal of scs may be considered.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.